Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to charging issues. No additional adverse patient effects were reported. The device will not be returned as it was disposed per facility.